Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The reported event also may be use-related as rough handling of the device can lead to damages. Based on the information available and as no sample was provided, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit".

Event description:
It was reported that during placement of the vascular stent in the occluded left sfa, the delivery system became blocked and the vascular stent could not be deployed. No partial deployment or flowering of the stent was reported. The device was retracted without issue. Another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.